Manufacturer narrative:
(B)(4).

Event description:
This was a lead extraction procedure to remove one ra and one rv lead due to infection. The rv lead was removed with traction. The ra lead was prepped with a spectranetics lld-ez. A spectranetics 12 fr. Sls was chosen to begin extraction. The sls advanced to the subclavian vein could not advance further. A cook dilator sheath was used to try and advance the device. Still unsuccessful the sheath was upsized to a 8.5 fr, which advanced beyond the scv. The sls advanced near the tip of the lead but could not incorporate the distal electrode of the lead. The sls was upsized to 14fr sls ii. There was a significant adhesion at the tip of the lead, the physician lasered at the site and the lead was removed. After the ra lead removal, the patient's blood pressure dropped and a pericardial effusion was confirmed at the right atrium. A sternotomy was performed and an injury at the right auricle was repaired. The patient survived the intervention. This report is being made against the 14fr sls ii as a contributory mechanism of injury.